Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer representative regarding a patient receiving intrathecal hydromorphone 10 mg/ml at 2.5 mg/day via an implantable pump. The indication for use was not reported. It was reported that the patient was hearing a two tone alarm from the pump. The patient checked the pump with their personal therapy manager (ptm), and it showed an error code corresponding to motor stall. The pump was ¿in motor stall¿. No interventions were taken, but the patient was advised to go to nearest intensive care unit (ICU). It was unknown if the issue was resolved. However, the patient's status was alive - no injury. It was unknown if surgical intervention occurred. There were no known environmental, external or patient factors reported that might have led or contributed to the event. The patient¿s weight and medical history were unknown. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train, as well as stall due to gear wheel 3. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was replaced on (B)(6) 2018. The event resolved.

Manufacturer narrative:
Recall/notification z-0497-2013 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that the pump had come out of motor stall, but the hcp attached to this event would not be replacing the pump if it stalled again. The patient had been referred to another hcp for assessment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from foreign manufacturer representative. The manufacturer representative interrogated the pump on (B)(6) 2018, and the patient hadstated that it started working again. The patient had an appointment with a pain specialist ¿next week¿ (from (B)(6) 2018). Logs showed motor stall occurred on (B)(6) 2018 at 20:47 with recovery on (B)(6) 2018 at 17:56.